Event description:
Customer reports that suture broke during surgical procedure. Surgeon was suturing through ochner vascular graft when the suture came out frayed. There are no reported adverse pt conseqeunces related to the event.